Event description:
It was reported that pump displayed malfunction alarm malf 0, with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and malfunction code did not recur thereafter. Customer unable to power off device, the customer reverted to an alternate method of insulin therapy.